Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the additional fse investigation has not been completed. A follow-up MDR will be submitted once additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon called intuitive surgical, inc. (Isi) technical support regarding the image on the left eye of surgeon side console (ssc) 2 being blank. The isi technical support engineer (tse) asked the caller to confirm the fiber cables for the console were correctly seated. The caller confirmed this was the case at the back of the vision side cart (vsc) and ssc 2. The tse stated that a system restart can resolve this issue and can be done during the procedure, only at a point where the procedure was able to be paused. The caller said he would call back when they were able to do a restart. The customer called back and confirmed they were unable to do a mid-procedure restart but can complete this case robotically. The caller stated a similar issue occurred with the same console during the week, however on the right eye. At that time, the issue resolved itself after a few minutes. This time the left eye was still blank over an hour into the procedure. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site and was able to reproduce the issue and replaced two high resolution stereo viewer (hrsv), and a personality module surgeon console (pmsc) board to rectify the issue. The system was tested and verified as ready for use following the replacements. Isi has not received the hrsv or the pmsc for evaluation as of the date of this report. Isi spoke to the initial reporter and obtained the following information: the customer confirmed that the hrsv monitors and pmsc board were replaced. No further issues have been reported since that time. The procedure that was being performed during the reported event was completed using the second surgeon side console (ssc) of the dual console system.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The high resolution stereo viewer (hrsv) monitors have been returned and evaluated by the failure analysis team. On visual inspection, screens were in good condition. One of the hrsvs was installed onto test system, left image became black immediately. The other hrsv was installed onto test system, left image was clear and present, possibly an intermittent issue. The personality module surgeon console (pmsc) has been returned and evaluated by the failure analysis team. The reported problem could not be replicated. The module was installed into system and 10 minute sine cycle, 20 power cycles were run and left idle for 15 hours without any errors and there was good video on both eyes with no anomalies. There was damage found during visual inspection on the digital video interface (dvi) connector on surgeon console leaf (scl) 1.